Event description:
Customer reported a malfunction on the pump with an identified malfunction code "malf 12," which was resettable. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump before reaching out for support, allowing them to resume insulin without further issues.